Manufacturer narrative:
.

Event description:
It was reported that during ventilation of a sedated pt, the respiratory rate got 3 times higher than set, the oxygen concentration was measured to 100% when set to 60% and the pressure got up to set upper pressure limit of 60cmh2o.